Event description:
It was reported that the customer has passed away in a hospital. The customer was in induced coma and on life support. His kidneys were failing and his heart stopped. The customer was hospitalized on (B)(6) 2014 for a spine surgery. On (B)(6) 2014 he had another surgery because, the doctor said that the customer's neck broke. After this the customer could not breathe that good and had to have a tracheotomy. The customer had asip (the heart beats faster than normal) and stomach bacterial infection because, he was not eating and nothing was coming out when he would go to the bathroom. The customer was not wearing the insulin pump at the time of death; he stopped wearing it on (B)(6) 2014 before his surgery and never reconnected. Insulin was administered at the hospital, via intravenous drips or shots. He used sensors but was not wearing one at the time of death. The customer's blood glucose at the time of death was unknown. The spouse does not know where the insulin pump is.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.